Event description:
Customer reportedly obtained a result of 892 mg/dl on the device. Caller states that the result was in the device memory. No action was taken based on device results. No adverse event reported and no treatment received. Requested return of suspect device and replacement was sent. Device numeric reading is 10 mg/dl to 600 mg/dl.